Event description:
It was reported there was no ventricular output. It is noted this was found during preventive maintenance. It was also reported the output dials on the device are no longer working. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the heart lead flex had a shorted diode on the ventricular side. It was also noted that the lower case was broken, the battery release was contaminated, one side bail cover and battery drawer was broken and the battery contacts were compressed. Further analysis was performed on the heart lead flex. Visual inspection did not reveal any anomalies, tail thickness was within specification. In-circuit diode testing was conducted, three diodes passed, one diode failed testing. It was confirmed that the output failure was caused by a diode component failure. (B)(4).